Event description:
Initial report was that a patient had passed away. The cause was stated to be unknown but assumed by the physician to either be a drug overdose or suicide. Obituary found for the patient indicated that after a "long struggle with seizures" the patient passed away. The patient's physician indicated that she had no further information on the patient's death. The patient was seen by the physician on (B)(6) 2019 and the patient had passed away on (B)(6) 2019. The physician noted that the patient was a fully functioning adult and that she had not received any information about the patient's passing.

Event description:
Patient autopsy report indicated that the cause of death was classified as undetermined. The generator was noted to have been removed from the patient during review of the musculoskeletal system. The explanted generator has not been received by product analysis to date.

Event description:
The patient¿s mother reported that her son passed away due to the device that was implanted inside his throat. Design history records were reviewed for the patient's lead and generator. The products passed specifications prior to distribution. No other relevant information has been received to date.

Event description:
Examination of the patient was performed by a coroner. Per the coroner, the cause of death was still unknown. It was noted by the coroner that some form of body decomposition contributed to being unable to determine the cause of death. No other relevant information has been received to date.